Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional herculink device referenced is being filed under a separate medwatch report number. Evaluation summary: a visual was performed on the returned guide wire. The reported difficulty to remove from the sds was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a distal renal artery. A hi-torque spartacore guidewire (gw)and a herculink elite stent delivery system (sds) were advanced without issues and the herculink was implanted. However, when removing the sds, resistance was felt with the gw. The sds was pulled out by hand with the guide wire stuck in the sds, as a single unit. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.